Manufacturer narrative:
This report is submitted on march 06, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently underwent revision surgery on (B)(6) 2017, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.

Manufacturer narrative:
A skin flap revision over the old implant was successfully completed on march 19, 2018. Correction : the patient was not converted to a subcutaneous baha implant system as previously reported, instead a new implant with a magnet was positioned at a new site.